Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. In addition, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) - the dentist reported that after 4 months dental implant was installed in intraoral region 15#, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved and immediate implant and immediate load were performed.